Event description:
I had lasik in both eyes. The right had to be redone two weeks later and again 9 years later. Four years later the right eye vision became blurry and testing showed vision of 20/300. (B)(6) institute.